Event description:
It was reported that the customer experienced multiple altitude alarms on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was frustrated with the issues and declined troubleshooting, but after escalated troubleshooting, a pump replacement was recommended and sent by technical support. The customer was advised on steps to take upon receiving the replacement and understood the instructions, opting to continue using the current pump as backup until the new one arrived.